Event description:
The customer reported a pt death that occurred in the ICU. The pt had reportedly "coded" in the operating room at approx 07:30 and had been resuscitated. She was later transferred to the ICU where a vasopressor drip (believed to be dopamine) was ordered for hypotension. While the nurse was attempting to initiate the drip, the alaris se pump alarmed "set out". The set was removed and installed in a new se pump and the same alarm recurred. The tubing was then changed and the drip was successfully initiated. The alarms and troubleshooting resulted in a delay of approx 10 minutes in starting the infusion, but the pump continued to run without difficulty after the set was changed. That evening at the pt "coded" again. At the time, she was receiving four vasopressors, dopamine, levophed, neosynephrine and vasopressin via a central line. The pt expired at 21:08. The nurse manager stated that she did not believe that the tubing issue in the morning contributed to the pt's death because the pt had significant complicated medical issues. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow-up report with failure investigation results will be submitted should the set be returned for eval.